Manufacturer narrative:
(B)(4), false positive result (B)(4), no consequences or impact to patient. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect c8000 analyzer generated a falsely elevated chloride result for one patient sample after installing a new ict module. The analyzer generated an initial chloride result of 119 and a repeat chloride result of 97. The falsely elevated chloride result was not reported outside the laboratory. The customer replaced the ict module to resolve the issue. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text for falsely elevated chloride, in-house testing of the returned ict module, a search for similar complaints, and a review of labeling. In-house testing with returned ict module (B)(4) generated passing calibrations for na, k and cl followed by within range control results on three levels of controls. A malfunction of the ict module was not verified. An adverse or non-statistical adverse trend of issues with the ict module was not identified. Labeling was reviewed and found to be adequate. Based on the successful in-house testing of the returned ict module and the available information reviewed, a deficiency of the ict module was not identified.